Event description:
Power surged to max setting without increasing pressure on foot pedal. Max power reached instantly when foot pedal lightly depressed, causing more extensive emulsification then desired during cataract removal and intraocular lens implant.